Event description:
Clinical study. It was reported that during a coronary artery drug eluting stenting treatement procedure, stent damage occurred. The index procedure identified a lesion in the 1st obtuse marginal (om) artery. The lesion had 60% in-stent restenosis, was severely calcified, 17mm in length, and 2.82mm in diameter. The physician pre-dilated with a 3.00x20mm maverick balloon. A taxus express2 2.50x12mm stent was deployed at 14atm. Prior to insertion of a taxus express2 2.50x8mm, it was noted that there was damage to the stent struts. This device was not implanted in the patient. The procedure was completed using a taxus express2 3.00x8mm stent. The lesion was not post dilated; however, the results were 13% residual stenosis with timi-3 flow. There was no injury to the patient during this procedure. The patient was discharged the following day on 75mg of plavix and 75mg of aspirin. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8166561 found that the device met its material, assembly and product specifications, at the time of release to distribution.